Event description:
Fmc canada reporting an internal "bloodleak". Leak occurred at initiation and extracorporeal blood was discarded. There was no reported medical intervention or adverse effects as a result of this leak. Estimated blood loss 200 cc. Non-reuse. No sample available.